Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to a breakage of the hinge mechanism of the articular surface.

Manufacturer narrative:
Only pictures were sent and used to perform an analysis. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes provided do not state if the hinge post was installed using the correct torque. The surgical technique states "tightening of the torque wrench is critical to securing the locking mechanism because it locks the hinge post extension into position. If the hinge post assembly is not properly tightened, postoperative disassembly could potentially occur." The technique later instructs the user "while using the spanner wrench to apply a counter rotation force, use the torque wrench to apply 130 in-lbs of torque until the needle reaches the appropriate mark". It is unknown if said technique was followed. The x-rays provided are after the components fractured and do not provide enough detail to understand the cause of the failure. If the tibial component is not aligned directly under the femoral component, postoperative disassembly could occur. Compatibility was reviewed for the components with no anomalies found. A complaint history search on the components did not reveal any other complaints against the related part and lot combinations. Based on the available information, a definitive root cause cannot be ascertained at this time.